Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced low blood glucose of 2.9 mg/dl. It was reported that they treated the low blood glucose with glucose tablets and milk. Troubleshooting was declined. Device is not expected to return.